Event description:
It was reported that the patient experienced bladder pain which started a week ago sunday. The healthcare professional (hcp) opened up the patient¿s urethra last friday which helped relieve the bladder pain but now had it again. The stimulation on the implantable neurostimulator (ins) was increased from 2.50 to 3.2 on program 3. It was then reported that the stimulation from program 3 to program 2. There was no known accident or incident related to this event. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v618048, implanted: 2011 (B)(6); product type lead. (B)(4).